Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the sapien valve and the transcatheter aortic valve replacement (tavr) procedure. However, in this case the procedure was off-label. The valve was deployed inside a previously implanted prosthetic valve, and in the mitral position. The edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for transfemoral and transapical delivery in patients with severe symptomatic calcified native aortic valve stenosis. There is no data to support the use of the sapien valve in a prosthetic surgical valve or the mitral position; therefore the root cause cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to indications, warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards clinical specialist, post deployment of the sapien valve via transapical approach, it was noted by tee that there was severe central mr. A 2nd valve was implanted with a satisfactory result. Additional information reveals the sapien valve was deployed within a previously implanted bioprosthetic surgical valve in the mitral position. The internal diameter of the surgical valve was noted to be 22mm. The patient's heart was extremely rotated due to her right ventricular hypertrophy. Post deployment of the sapien valve, it was noted by tee that there was severe central mr. The physician team thought that this was due to the very stiff wire still across the valve. The ascendra delivery catheter, wire and 26f sheath were all removed from the patient's lv apex; however, no improvement in the mr was noted. The physician team decided to wait and allow for a full tee assessment. After approximately 20 minutes the decision was made to prep a second valve. The sheath was re-introduced, mitral valve re-crossed and a guide wire placed in the left atrium. A second sapien valve was placed within the 1st sapien. There was immediate improvement of central mr noted by tee. A single focal paravalvular jet was noted. The ascendra delivery system, wire and sheath were removed and the apex was closed in typical surgical fashion. The patient remained stable in nsr. Additional investigation revealed the following: the bioprosthetic surgical valve/leaflet calcification was severe. The coaxial alignment of the delivery system and valve was considered fair, as was the image intensifier angle. Per report, the perceived cause of the event was unknown.